Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter's insulin pump had a keypad anomaly; the customer has to press the buttons multiple times in order for them to respond. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The device also alarmed button error. Additionally, the customer had a blood glucose of 424 mg/dl this morning, which she treated via manual insulin injection. Before she went to bed her blood glucose was 374 mg/dl, and she programmed a bolus but when she woke up her blood glucose was higher. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.